Event description:
Issues with leaking and air in line on three separate occasions. Lines for each patient had been in at a minimum of 20 days. No documented issue with lines in 72 hours leading up to incidents. Identification of the cracked line and notification to the team has occurred. All measures were taken (switching lumens, clamping, parafilm) to protect the patients from infection and air entry. Lines have been saved and value analysis will be giving the lines to a local manufacturing rep from cook to take off site. One line has been discarded that was involved with one of these incidents. Two lines are being provided to the rep. Some of the lines of the location were in the groin area for 3 patients and another involved a patient's right arm. The number of lumens is double. Some were white and some were orange. Photograph can be requested. No harm came to any patients. Lines did have to be replaced.